Event description:
Customer reported that a sample from a pt with a known history of anti-jka did not react with 0.8% pooled screening cells lot 8p191. No death or serious injury was associated with this incident.